Manufacturer narrative:
A siemens field service engineer (fse) visited the site. After evaluating the instrument and instrument data, the fse found that probe 1 tubing had come off, leaking water over other parts, and causing the elevator to jam. The fse also found problems with the vacuum lines, and a cracked water trap. The fse sealed the water trap crack, replaced a clotted connector at the waste reservoir and tubing going to the regulator and water trap. The system was repaired. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant results were obtained on an advia centaur for two assays: troponin (tni), bnp for two patients. The bnp result crossed into the laboratory information system (lis) and was flagged by the lis delta check, prompting the technician to question it and rerun the sample on a second advia centaur. The tni result was flagged as needing a dilution and never crossed to the lis. Since the technician had just had an issue with bnp, they questioned this result and reran it on the second centaur. After these two results, system issues prevented the system from running any more samples. There were no known reports of adverse health consequences or patient intervention due to the discordant tni and bnp results.